Event description:
It was reported that the plate was broken during surgery. Dr. (B)(6) was using the plate to brace the pieces in facial relationship temporarily during the surgery.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report. Device discarded.